Manufacturer narrative:
(B)(6). (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No issues were observed in the DHR that would contribute to the complaint. Asp complaint ref #: (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s short cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the load has been released and used on patient(s) prior to reprocessing.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, system risk analysis (sra), visual analysis, and retains analysis. Trending analysis by lot number was reviewed from 4/23/2018 to 9/20/2018 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." A photograph was provided showing a vial with yellow media; however, the complaint was not confirmed as the lot number could not be identified. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains analysis met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad® performance is also unlikely since the cycle passed and the ci disc changed color correctly. It was reported that the unit was checked by the equipment division but service details were not available. The customer was advised to follow their facility procedures in processing loads and to always follow the instructions for use (IFU). The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).